Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over-delivering insulin. Blood glucose was unknown at the time of event. The customer reported the insulin pump would provide a correction that was six times higher than what would be estimated during manual mode. The customer has completed troubleshooting, but did not find any issues. The product will not return for the analysis.